Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right clip appears to not be in situ of right cornua.') In an adult female patient who had essure inserted. The patient's concurrent conditions included luteal cyst of ovary. On (B)(6)2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral tubal ligation via bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: reported in gross description as received is a firm tan fragment. 0.6 x 0.4 x 0.2 cm. In addition, there are 2 pieces of synthetic material, which appear to be metallic and they measure 2 x. 0.4 x 0.3 cm in aggregate quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-mar-2022: medical record received. Reporter information updated. Previously reported event medical device removal was updated with right clip appears to not be in situ of right cornua. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral tubal ligation via bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: reported in gross description as received is a firm tan fragment. 0.6 x 0.4 x 0.2 cm. In addition, there are 2 pieces of synthetic material, which appear to be metallic and they measure 2 x. 0.4 x 0.3 cm in aggregate quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right clip appears to not be in situ of right cornua.') In an adult female patient who had essure inserted. The patient's concurrent conditions included luteal cyst of ovary. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral tubal ligation via bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: reported in gross description as received is a firm tan fragment. 0.6 x 0.4 x 0.2 cm. In addition, there are 2 pieces of synthetic material, which appear to be metallic and they measure 2 x. 0.4 x 0.3 cm in aggregate. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-mar-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral tubal ligation via bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: reported in gross description as received is a firm tan fragment. 0.6 x 0.4 x 0.2 cm. In addition, there are 2 pieces of synthetic material, which appear to be metallic and they measure 2 x. 0.4 x 0.3 cm in aggregate quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.